Event description:
It was reported that this single coil defibrillation lead exhibited a gradual increase in shock impedance measurements, however remained within normal limits. Additional information was received that the shock impedance measurements continued to increase reaching out of range at 149 ohms. A commanded shock was then completed with a successful conversion. The impedance measurement at the time of the commanded shock was 125 ohms. This lead was explanted and replaced. During the procedure, complications were encountered resulting in an open chest repair of the superior vena cava. No additional adverse patient effects were reported.

Event description:
It was reported that this single coil defibrillation lead exhibited a gradual increase in shock impedance measurements, however remained within normal limits. Additional information was received that the shock impedance measurements continued to increase reaching out of range at 149 ohms. A commanded shock was then completed with a successful conversion. The impedance measurement at the time of the commanded shock was 125 ohms. A lead revision procedure is expected to be performed at a future date. Currently, this lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this single coil defibrillation lead exhibited a gradual increase in shock impedance measurements, however remained within normal limits. Additional information was received that the shock impedance measurements continued to increase reaching out of range at 149 ohms. A commanded shock was then completed with a successful conversion. The impedance measurement at the time of the commanded shock was 125 ohms. This lead was explanted and replaced. During the procedure, complications were encountered resulting in an open chest repair of the superior vena cava. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis determined that the cause of the reported observations were attributed to calcium deposits on the tip of the lead. This is considered a known inherent risk of the device.